Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, a computerized tomography-abdomen/pelvis without contrast showed that there was an infrarenal inferior vena cava filter with most of the tines extending beyond the lumen of the inferior vena cava. One of the tines abuts the aorta (3/38). Around, seventeen days later, a computerized tomography-abdomen/pelvis without contrast scan was demonstrated a bard g2 filter with rightward tilt in the infrarenal cava. There was perforation of multiple filter struts. There was no clear evidence of filter fracture. Around, twenty-one days later, inferior vena cava filter retrieval was scheduled. Access was gained via right internal jugular vein. Venography of the inferior vena cava was performed to assess filter position and evaluate for intra-filter thrombus. Filter position was in infrarenal inferior vena cava and rightward tilt. By using retrieval sheath with right endobronchial forceps, the filter was captured, collapsed into the sheath, and removed in its entirety. Technically successful inferior vena cavography demonstrated no in filter or caval thrombus. Successfully inferior vena cava filter was retrieved. Therefore, the investigation is confirmed for the filter tilt and perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device was removed percutaneously. The current status of the patient is unknown.